Event description:
The physician passed the trans nasal endoscope through the stenosis, advanced the gw to the sigmoid colon, and then removed the endoscope. The delivery system (cdp2207bp) was then advanced to the front of sigmoid colon along the gw under fluoroscopy for making sure if the outer sheath can go over the curve during stent deployment. However, the tip of the delivery system was found to be pointing in the wrong direction under fluoroscopy. The gw pointed in the right direction. The cdp2207bp was removed, and a colon perforation was found by checking CT, resulted so the perforation was closed and colostomy was created. The physician commented that the tip could have perforated the colon and the delivery system should not have been forcibly inserted. There was no malignancy or stenosis at the colon perforation site. The patient had not received radiation therapy or chemotherapy. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that during insertion of the delivery system, colon perforation occurred and was closed and colostomy was created. It was confirmed from the device history record that device had been manufactured with no significant issues and passed all the inspections successfully. Based on the description "tip could have perforated the colon and the delivery system should not have been forcibly inserted", it is assumed the tip caused colon perforation during insertion of the delivery system. Then, it is considered the perforation was closed and colostomy was created. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: perforation". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.